Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative was checking the patient and noted a red screen upon interrogating the device. Boston scientific technical services (ts) was contacted and discussed this was a bit flip in the device's firmware (temporary memory corruption). Ts discussed this is issue is self-correcting and typically benign. No further issues have been reported.